Event description:
It was reported that the 9800 system sent incorrect number of cine runs to the hospital archiving system and that some of the cine runs could not be played. No adverse pt involvement was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified. The cine drive was replaced and reformatted. Software was reloaded. The system was tested and found to be working as intended and placed back into service.